Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device found the device to have been packaged in a way where the catheter was kinked due to the position of the device. The device itself was found with signs of clinical use and kinks throughout the catheter. The tip of the device was inspected where it was confirmed the inner dispersion wire was not connected to the device nor was it included in the returned packaging. The device was then disassembled where the dispersion wire was confirmed to have been broken off inside of the catheter. The reported failure was observed and the root cause could not be determined. As the device has been used, it is not known how the device was handled during use. The IFU for this product has a caution regarding prolonged activation of the device. Prolonged use may cause fatigue failure in the dispersion wire. The damage is likely caused due to factors related to clinical use and not to manufacturing defects.

Event description:
The customer reported that the vessel access was relatively difficult, therefore a 4fr long sheath was used to advance the clarivein catheter. When withdrawing both the sheath and the catheter together, it was found that the inner wire of the clarivein catheter had separated from the device and had not scraped most of the vessel wall, and the rotation was malfunctioning. There was no patient harm or injury reported.